Event description:
It was reported that during implant of a femoral filter, the arms deployed, but the legs were stuck in the sheath. After several attempts to complete the deployment, the legs did deploy, however, 2 of the wires were twisted. The physician went into the right jugular to retrieve the filter. A jugular filter was subsequently placed without difficulty. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing proces and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation. It is unknown if pt or procedural factors contributed to this event. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unknown. The info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.